Event description:
A reporter expressed concern that the standard uptake values (suv) for positron emission tomography (pet) are incorrect when the examination was performed on a scanner not manufactured by ge healthcare. As suvs are useful in the determination of the malignancy of a lesion, accurate calculations are expected. There was no report of adverse patient outcome or data loss.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action. The reported issue is being investigated. A follow up report will be submitted when the investigation is complete.